Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient did not like the vision. The surgeon said the patient was intolerant to the technology of the lens. The lens was exchanged for a monofocal model one month after initial implantation. Additional information was requested.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned wrapped in gauze. Viscoelastic is observed on the lens. The lens has been cut into three pieces. Power and resolution cannot be checked due to the optic damage. The root cause for the patient dissatisfaction could not be determined. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).